Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was concerned because they had to charge the ins more often and the ins was taking longer to charge than it was before. The patient was also concerned because they were told the battery wouldn't be able to be started up again if they forget to charge the device. The ins battery will go 3 day sometimes quicker before they had to charge the ins again. The battery used to last a week. The patient used to charge for a couple hours and now the patient was charging an hour a day. The patient charge the device yesterday and the ins was now at 100% and was working fine. It was also reported the patient was not walking good. No further complications were reported as a result of this event.

Manufacturer narrative:
PMA/510k: the aware date of the new information was 2/11/2019, but a date of 1/11/2019 was used. The PMA/510k date has been corrected to 2/11/2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reiterating that the patient was recharging too often. They are charging once a week. Now it is about 3 days. The patient has not been recently reprogrammed or switched to a new group. The patient has not been recently needed to increase parameters. The patient does not have an overdischarges. Left c1-2- 4.6 volts 90pw 180hz 665 ohms right c9-10- 4.4volts 90pw 180 hz 520 ohms 5.86 days, 7.81 days empty - recharge interval calculation. C<(>&<)>0 1286 c<(>&<)>1 1032 c<(>&<)>2 1029 c<(>&<)>3 1084 0<(>&<)>1 1610 0<(>&<)>2 1897 0<(>&<)>3 1918 1<(>&<)>2 1450 1<(>&<)>3 1737 2<(>&<)>3 1478 c<(>&<)>8 1189 c<(>&<)>9 779 c<(>&<)>10 775 c<(>&<)>11 820 8<(>&<)>9 1277 8<(>&<)>10 1581 8<(>&<)>11 1671 9<(>&<)>10 1013 9<(>&<)>11 1206 10<(>&<)>11 1001 based on impedance measurements there is no identifiable reason for battery depleting quicker than normal. They also checked the recharge data and there was nothing there that points to the ins depleting, causing patient to lose therapy. Patient had mentioned that therapy cut out a few days ago. Recharge stats on the insr pointed towards normal battery depletion as well. Troubleshooting was reported to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the circumstances that led to the ins depleting faster and having to charge longer was the new settings increased . It was reported the issue had been resolved.